Event description:
N/a

Manufacturer narrative:
Three (3) good faith efforts were sent to the field service engineer to gain more information about this complaint but no response was received. If any new information is received this complaint will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an automatic filling error occurred during CABG surgery. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. Issue was caused by entering of blood within pneumatic module assy due to blood leaking from the concomitant non-maquet balloon. Pneumatic module replaced. Periodic calibration and periodic inspections were carried out based on the periodic inspection record sheet.